Manufacturer narrative:
The information received indicated that the patient was admitted with a 90% in-stent restenosis of a 3.5 x 16mm liberte bare metal stent in the proximal left anterior descending (lad) artery. The lesion was slightly calcified and slightly tortuous. The lesion was pre-dilated with a 3.0mm balloon catheter and then a 3.5 x 23mm cypher was delivered to the target lesion without issues and implanted at 10atm inside and covering the entire bare metal stent. When the balloon of the cypher was inflated again up to 11atm, the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage under coronary angiography. Therefore, the stent delivery system (sds) of the cypher was retrieved from the patient and post-dilation was conducted with an unspecified balloon catheter to further dilate the implanted cypher stent. The contrast and contrast to saline ratio is not known; however it was reported that the ratio is usually 1:1. The same indeflator used successfully with the other devices. It was reported that the balloon did not seem to stick to the stent. The balloon re-wrapped properly. The stent delivery balloon catheter was removed easily. The procedure was completed successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. One non sterile 3.5 x 23 mm cypher select + (B)(4) stent delivery system was received coiled inside two plastic bags. One bent was observed at 11.3 cm from distal end. The balloon was already inflated. Pressurized water was applied to the catheter using an indeflator and a leakage was detected near distal marker band area. Sem analysis results showed that the balloon exhibited evidence of external abrasions and material splits near the leak-hole; the balloon internal surface exhibited no evidence of damage. The exact cause of the balloon leak could not be conclusively determined. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported burst was confirmed; leak was observed in the distal area of the balloon. The exact cause of the failure could not be determined; however, based on the available information and the analysis of the returned device, there is no indication that the event is related to the manufacturing process. Procedural factors/vessel characteristics may have contributed to the event as evidenced by the abrasions. Therefore, no corrective actions will be taken.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The information received indicated that the patient was admitted with a 90% in-stent restenosis of a 3.5 x 16mm liberte bare metal stent in the proximal left anterior descending (lad) artery. The lesion was slightly calcified and slightly tortuous. The lesion was pre-dilated with a 3.0mm balloon catheter and then a 3.5 x 23mm cypher was delivered to the target lesion without issues and implanted at 10atm inside and covering the entire bare metal stent. When the balloon of the cypher was inflated again up to 11atm, the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage under coronary angiography. Therefore, the stent delivery system (sds) of the cypher was retrieved from the patient and post-dilation was conducted with an unspecified balloon catheter to further dilate the implanted cypher stent. The contrast and contrast to saline ratio is not known; however it was reported that the ratio is usually 1:1. The same indeflator used successfully with the other devices. It was reported that the balloon did not seem to stick to the stent. The balloon re-wrapped properly. The stent delivery balloon catheter was removed easily. The procedure was completed successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. One non sterile 3.5 x 23 mm cypher select + (B)(4) stent delivery system was received coiled inside two plastic bags. One bent was observed at 11.3 cm from distal end. The balloon was already inflated. Pressurized water was applied to the catheter using an indeflator and a leakage was detected near distal marker band area. Sem analysis results showed that the balloon exhibited evidence of external abrasions and material splits near the leak-hole; the balloon internal surface exhibited no evidence of damage. The exact cause of the balloon leak could not be conclusively determined. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported burst was confirmed; leak was observed in the distal area of the balloon. The exact cause of the failure could not be determined; however, based on the available information and the analysis of the returned device, there is no indication that the event is related to the manufacturing process. Procedural factors/vessel characteristics may have contributed to the event as evidenced by the abrasions. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The cypher select plus (B)(4) product involved is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. The product is available for evaluation, however, it has not been returned yet.additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that the patient was admitted with a 90% in-stent restenosis of a 3.5 x 16mm liberte bare metal stent in the proximal left anterior descending (lad) artery. The lesion slightly calcified and slightly tortuous. The lesion was pre-dilated with a 3.0mm balloon catheter and then a 3.5 x 23mm cypher was delivered to the target lesion without issues and implanted at 10atm inside and covering the entire bare metal stent. When the balloon of the cypher was inflated again up to 11atm, the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage under coronary angiography (cag). Therefore, the stent delivery system (sds) of the cypher was retrieved from the patient and post-dilation was conducted with an unspecified balloon catheter to further dilate the implanted cypher stent. The same indeflator used successfully with the other devices. The balloon re-wrapped properly. The balloon catheter was removed easily. The procedure was completed successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use.